Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the physician could not inject the lenses. The cartridges and the injectors were changed but still the physician failed to inject the lenses. Hence a new lens of different model was used as a back up and the surgery has been completed without any problem.